Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue; unusual noise and vibration when unlocking the pump. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2016 with the following findings: review of the alarm settings revealed all audio settings were set to ¿high¿ except for the temp basal, which was set to "off". Performed lock and unlock function of pump during investigation; no unusual noises or vibration was observed during investigation. Opened pump to inspect piezo and vibration motor; no defects were found. Investigation did not duplicate the complaint of "unusual noise and vibration while unlocking the pump", and the pump¿s auditory and vibratory functions were found to be intact and within the required specifications.

Manufacturer narrative:
Follow-up #2 date of submission 12/13/2016 ¿ correction to serial #.